Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box indicated one ¿no cartridge detected¿ warning occurred on 07/04/2016. The alleged issue was not duplicated on investigation. The force sensor calibration was found to be within required specifications. Unrelated to the original complaint, investigation revealed the following: there was moisture in the battery compartment and the display lens; leak testing revealed a crack in the battery compartment; there was evidence of internal moisture found on multiple components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.